Manufacturer narrative:
(B)(4). Insulin pump passed displacement test; it failed active current measurement and sleep current measurement tests. After further review of the insulin pump¿s interior, did not note any evidence of previous moisture presence or corrosion on any of the electronic boards or assemblies. After swapping the boards out into another case, and then swapping a known good electrical board 2 onto electrical board 1, both current measurement remained high. The high current measurements appear to be due to a problem with electrical board 1.

Event description:
Information received by medtronic indicated that the insulin pump had replace battery alarm. The customer stated battery cap had no damage . No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.